Event description:
Additional information was received from the patient. They reported that a test was conducted on (B)(6) 2024 through (B)(6) 2024. The cause of the issue was unknown.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va2phpm serial# implanted: explanted: product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. Patient said the device "messed up and came loose". Patient said the "whole system is all messed up again". Patient said this is week 4. Patient said something is not working. Patient said something is poking the nerves at l2 and l3. Patient said they have 2 leads one connected to the bladder and one to their colon. Reviewed registered implanted components. Patient said the hcp they were seeing moved. Emailed hcp listings.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. When asked for clarification on "it felt like it was sticking in their spine," they stated that the lead end should be attached to the nerve for bladder and colon. When asked about the cause they stated it was not known, that no actions were taken to resolve it, and that it had not yet been resolved. When asked about the status of their device they stated that it was turned off and that there was no help for them and they were left along. They stated they were going into the 5th week with the lead end stuck between l2 and l3 pocking at the nerve column thanks to their hcp. They reemphasized that they had no help.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name surescan; product ID: 978b128 (lot: va2phpm); product type: 0200-lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) and a patient (pt) who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinary/bowel dysfunction. It was reported that the caller was a first responded who was at the pt's home. The caller stated that the pt started feeling pain down their leg two weeks ago and as of today, they had pain related to a 'pulling' sensation. The pulling sensation was occurring at l1-l2 area per caller. The caller stated yesterday ((B)(6)2024) the pt began having a return of symptoms. The caller stated when the pt leaned over, the caller saw the system 'pushing out'--not out of the skin but becoming more superficial. The caller stated the pt felt 'the lead coming out'. The caller stated they called their friend and the friend said 'deviation of the lead is common after a year' and this statement was related to scs systems as a whole, not specifically this device. The caller stated the pt did not indicate anything prompted any of this. The pt allowed their external components to deplete to see if that would resolve the issue. Agent and caller reviewed that the ins would remain on if it was on before and the externals are a way to connect/adjust the ins. The caller asked if the pt should be transported for further medical care and agent advised that is at their discretion. Agent advised that first the externals be charged and/or all externals/chargers be brought if pt is transported. Agent advised that the caller consider reaching managing doctor's office. Agent noted that when the externals are charged, the ins can be turned off to see if any resolution occurs but the pt's medical situation must be evaluated by an healthcare provider (hcp).  Patient called back later that day in regards to previously noted situation. Patient stated they could see the ins through the skin and it felt like it was "sticking" in their spine. Patient had charged external equipment. During the call patient was able to turn ins off. Patient was directed to hcp as previously recommended.